Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Noise was observed following activation of the lss and was likely due to the unipolar configuration. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken five months later to explant and replace the non-boston scientific ra and right ventricular (rv) leads due to a reported product performance issue. During the procedure, this pacemaker was explanted and replaced due to an upgrade to a magnetic resonance imaging (MRI) pacemaker. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Noise was observed following activation of the lss and was likely due to the unipolar configuration. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken five months later to explant and replace the non-boston scientific ra and right ventricular (rv) leads due to a reported product performance issue. During the procedure, this pacemaker was explanted and replaced due to an upgrade to a magnetic resonance imaging (MRI) pacemaker. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Noise was observed following activation of the lss and was likely due to the unipolar configuration. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Noise was observed following activation of the lss and was likely due to the unipolar configuration. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.